Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, service required codes were found in the ventilator's downloaded error log. The device's system board, front panel, power management board and sensor board were replaced to address the issues.